Event description:
Literature was reviewed regarding lead dislodgement and immunosuppressive therapy after cardiovascular implantable electronic device (cied) implantation. Chest x-ray was performed just after the procedure and chest tape was used to restrain the upper limb. Pacemaker check, electrocardiogram, and chest x-ray were performed at one week after the procedure, along with follow-up of the wound. The authors described deaths which occurred in two patients without immunosuppressive therapy within thirty days of the implant procedure; however, the causes of death were unknown. There was one patient who experienced cardiac arrest within twenty-four hours of the procedure, other patients that experienced hematoma, cardiac tamponade, pneumothorax, hemothorax, infections, allergy, phrenic nerve stimulation, dyspnea, fatigue, bradycardia, or prolonged hospitalization due to the procedure. There were leads which exhibited dislodgments, sensing failure, and pacing failure was also noted and reoperations were required. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: impact of immunosuppressive therapy on lead dislodgement after cardiac implantable electronic device implantation. Clinical cardiology. 2024. 47:e24310. Doi: 10.1002/clc.24310 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.